Event description:
Additional information was received from a manufacturing representative (rep). Rep reported that left lead was damaged during exploratory surgery. Right lead was undetermined due to surgeon damaging lead during removal. Patient was re-implanted with bilateral sensight leads yesterday, (B)(6)2025, and connected to existing sensight extensions and percept pc. All impedances were within defined limits and patient was left in the off-state per physician order.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# v687006 implanted: (B)(6)2013 explanted: (B)(6)2025 product type lead product ID 3389s-40 lot# va0atc6 implanted: (B)(6)2013 explanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389-40 (lot: v687006); product type: 0200-lead; implant date: (B)(6) 2013; explant date: (B)(6) 2025. Brand name: activa; product ID: 3389s-40 (lot: va0atc6); product type: 0200-lead; implant date: (B)(6) 2013; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were impedance issues with the deep brain stimulation implantable pulse generator (ipg) on the right lead, specifically on electrodes 8 and 11 (low impedance). During exploratory surgery, a damaged left lead was noticed. The impedance issues on the right lead were confirmed during the procedure. Both leads were found to be damaged and were subsequently removed. The surgeon replaced both extensions with sensight extensions and connected them to the existing percept pc. There is a plan to replace the leads on (B)(6) 2025. No patient complications have been reported as a result of this event.